Manufacturer narrative:
The customer¿s report that the system was alarming for a communication error was confirmed through review of the event logs. Results from a log analysis observed only channel a (s/n (B)(4)) and channel d (s/n (B)(4)) pump modules infusing prior to the channel disconnected/ communication loss event exhibited at 12:55 pm on (B)(6) 2018. Test results indicate that the communication loss was attributed to the channel disconnect error events. The failure appears to be attributed by the iui malfunctions exhibited on pump module channel b (s/n (B)(4)), pump module channel c (s/n (B)(4)) and the pcu. Visual inspection observed the presence of contamination on the iui contact pins that may have resulted in the channel disconnected/ communication loss incidents. The probable cause of the channel disconnect/ communication loss error event is the presence of contamination on the iui connectors. The root cause of the contamination identified on the iui connector pins was not definitely determined.

Event description:
The customer reported a patient was walking the halls with a critical drug infusion when the pump module alarmed "communication error", and all channels stopped infusing. The medications infusing were dobutamine and heparin. The patient promptly returned to the room and the infusions were transferred to a new setup. There is no report of iui issues, such as corrosion, contamination, or damage to pins/housing. There is no report of patient harm. A device was received labeled with the location of cpcu.